Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capital contracture baker grade iii.

Event description:
Healthcare professional reported via nbir "capsular contracture baker grade- 3" against left device. The device has been explanted.